Manufacturer narrative:
E1 - initial reporter phone is (B)(6). The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
It was reported that with the plum 360 device while administering 20mg of dexamethasone the syringe was not infusing at the prescribed rate. The pump was changed and the remaining dexamethasone was administered. There was patient involvement & no harm reported.

Manufacturer narrative:
Research and development (r&d) engineering was provided a copy of the pump logs. Engineering analysed the pump logs and report log analysis team concluded as follow. Engineering evaluates the pump logs confirm infusion delivered at the expected rate within the delivery tolerance as programmed however, the pump logs cannot confirm the starting volume of the syringe nor the ending volume of the syringe when infusion completed. The pump is evaluated to be operating correctly per design. Performance verification test: the device failed proximal occlusion test due to premature n190(proximal occlusion delivery) alarm. The device was recalibrated and passed all pvt testing including delivery accuracy testing. The complaint is not confirmed. Probable cause: while administering 20mg of IV dexamethasone, noticed that the syringe was not infusing at the prescribed rate -not confirmed through log review. Not replicated during testing. No probable cause determined d9 device returned to manufacturer on 1/13/2025.